Manufacturer narrative:
D product information, g4, h4: updated. Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. Service history review identified the complaint was not related to a previous service of the device within the review period. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
Medwatch (mw5176605) h3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
Medwatch (mw5176605) it was reported that, the patient explained that they inserted brand-new batteries, but as soon as they turned the pump on, it immediately powered off. The patient had a backup device and was able to successfully continue their infusion. The patient confirmed they are currently infusing with the other pump without any issues. This is a continuous infusion, but the set flow rate and volume delivered are unknown. The reported dose was remodulin at 26 ng/kg/min via IV infusion using the solis pump. The reported product fault did not occur while in use with a patient and did not cause or contribute to any patient or clinical injury. . Patient details were provided, and the patient is a 56-year old and a female. The date of this report was on 21-sep-2025.